Manufacturer narrative:
One cadd® cadd-legacy® pca pump was returned for analysis. The customer's reported problem was "flow rate failed". Visual inspection found the pump to be in good physical condition. Evidence of reported problem in event log indicates one 20ml bolus test was performed prior to the pump's return. The customer's concern regarding failed flow rate was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor will be trimmed to bring the pumps delivery into more nominal of a range.

Event description:
It was reported that a cadd® cadd-legacy® pca pump failed flow rate. There was no report of any adverse events.

Manufacturer narrative:
One medfusion pump was returned in used condition. The customer's reported problem of the motor not running error was confirmed after an occlusion test. Further investigation revealed the pump's original high profile blue tokin capacitor main board, was replaced with an older and worn high profile green tokin capacitor board. The pump's original main board was restored, after which, the pump passed all functional tests.